Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 philips field service engineer (fse) replaced the touchscreen to resolve this issue. The unit is ready for clinical use. The determination could be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 30 jan 2020. Replaced items were retrieved and inspected by the field service engineer (fse). Evaluated the device and performed a complete performance verification. Testing revealed out of specification measured resistance and resistance ratio of touchscreen. Fse verified out of specification touchscreen and faults found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
The customer reported touchscreen failure while setting up ventilator at patient bedside. There was a delay in patient care as a second v-60 was obtained from another floor. Patients oxygen stats were declining; patient was placed on the other v-60 with no improvement in oxygen stats. Patient removed after 2-3 minutes, bagged and intubated. The customer removed the vent from service pending the implementation of touchscreen replacement.